Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a renegade hi-flo micro-catheter with a guidewire in the device. A microscopic examination of the hub, shaft and tip were performed. The device was stretched and separated in one place, approximately 1cm to 6cm and from 8cm to 9cm from the strain relief of the device. Under microscopic examination it was noticed that the reported "plastic" looked to be dried contrast media. The device was soaked for a period of 48 hours in a 37c bath to see if the contrast could be eliminated. After soaking the device the contrast had dissipated and no longer was present in the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign matter was found on the device. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During unpacking, the device was noted to have a piece of plastic on the proximal part. The device was not used and the procedure was completed with another renegade. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a foreign matter was found on the device. A 135/10 renegade¿ hi-flo¿ kit was selected for use. During unpacking, the device was noted to have a piece of plastic on the proximal part. The device was not used and the procedure was completed with another renegade. No patient complications were reported and the patient's status was stable.